Event description:
Additional information later reported the patient¿s pump is going to be replaced potentially the thursday after the (B)(6). The replacement was cancelled and the patient was not scheduled for his next clinic visit. The patient would have to come in for a refill before (B)(6).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. Product ID n EU_ptm_prog, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was seen (B)(6) 2015 at the physicians office for a refill. The patient reported getting adequate pain relief from their pump therapy. The actual residual volume was 13ml and the expected volume was 9.8ml. The pump logs showed no motor stalls.

Event description:
A volume discrepancy was reported. The expected volume was 5ml and the actual volume was 9.5ml. Per the reporter apparently they have been doubled, similar the last 3 refills. A dye and rotor study was done and everything looked normal. An x-ray was also done. The patient status at the time of the report was noted as alive, no injury. Per the reporter they did not know the cause of the discrepancy but they are planning on explanting the pump on (B)(6)-2015. The patient was reported to be doing fine and walking. Just increased pain as if the pump isn¿t working as well as it initially was. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient who indicated that for the past year, "maybe more", they had been "getting way too much coming out of the pump". They reported a volume discrepancy, but they did not have volume information. They once went two weeks over their alarm date, and they still pulled medication out of the pump.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-nov-16 additional information was received from a representative and healthcare provider (hcp). The patient felt like they were getting too much drug and then not enough drug. The pump event logs were reportedly normal. The patient's hcp believed the pump was not working right, and they thought something was wrong. The following volume discrepancies were reported (arv, actual residual volume; erv, expected residual volume): on (B)(6) 2015, arv 9 ml and erv 5.4 ml; on (B)(6) 2015, arv 13 ml and erv 9.8 ml; on (B)(6) 2015, arv 10 ml and erv 6.8 ml. These were reviewed to be within normal limits. A catheter dye study and rotor study had been performed on (B)(6) 2015, and the catheter was able to be aspirate so no anomalies were found. It was unknown if a therapeutic single bolus was performed or if it was safe for the patient. The doctor still wanted to replace the pump. The pump contained bupivacaine 28 mg/ml at 9.973 mg/day and dilaudid 20 mg/ml at 7.123 mg/day.

Event description:
The pump was refilled on (B)(6) 2015. The volume discrepancy was 3.5 ml. No action was taken. The patient was fine. The patient was to come back in two months. They wanted to see what happened at that refill and then discuss.